Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The customer reported that they used the irrigation clip a couple of times and the metal tube is bursting through the plastic clip. Update: this was noticed mid case with a trial patient. The irrigation came loose during burring and had to be taped to the hd long with draping tape. The tape also failed, so we ended up opening an older version of irrigation clip and took the clips from this to attached the irrigation to the hd long. This then lasted for the rest of the case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the metal tube is bursting through the plastic clip. Product evaluation and results: the product was unavailable for inspection as the product was not returned. The product was discarded by the hospital. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
The customer reported that they used the irrigation clip a couple of times and the metal tube is bursting through the plastic clip. Update: this was noticed mid case with a trial patient. The irrigation came loose during burring and had to be taped to the hd long with draping tape. The tape also failed, so we ended up opening an older version of irrigation clip and took the clips from this to attached the irrigation to the hd long. This then lasted for the rest of the case.